Event description:
During surgery the surgeon placed the u-lag screw. The surgeon tried to insert the u-blade using the inserter. However, the surgeon was not able to insert the u-blade. The surgeon finished the surgery without inserting the u-blade. After surgery, when sales rep asked surgeon, it turned out that direction of u-lag screw was incorrect. Therefore, it is thought that the set screw was placed in the slot of u-blade of lag screw. The surgeon is monitoring the patient.

Manufacturer narrative:
The reported event was not confirmed and a physical examination was not possible as the u-blade set was not returned for evaluation (still implanted). Review of the DHR for the subject product revealed no discrepancies. The item reported was documented as faultless prior to distribution. However, referring to the event description it can be assumed that the surgeon did not precisely follow the steps of the gamma3 u-blade lag screw insertion as instructed in the gamma3 u-blade lag screw operative technique. Nevertheless, based on the above observations and on the information given, the exact root cause of the reported event could not be determined. No non-conformity was identified. Device not returned.

Event description:
During surgery the surgeon placed the u-lag screw. The surgeon tried to insert the u-blade using the inserter. However, the surgeon was not able to insert the u-blade. The surgeon finished the surgery without inserting the u-blade. After surgery, when sales rep asked surgeon, it turned out that direction of u-lag screw was incorrect. Therefore, it is thought that the set screw was placed in the slot of u-blade of lag screw. The surgeon is monitoring the patient.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.